Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a broken introducer sheath is confirmed and was determined to be related to manufacturing. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation showed use residues throughout the device, and only the gray sheath with the orange tabs were returned for evaluation. One of the orange handles, with the 4.5 fr marking, was pulled off the gray sheath. One split was observed longitudinally down the entire gray sheath. A microscopic observation revealed no remains of the gray sheath were observed on the orange tab that was pulled off the device. The complaint of a broken handle on a microintroducer sheath is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that orange sheath handle broke while insitu. Additional information received 01/20/2023: the introducer sheath orange handle that splits off. When the orange part broke the inserter removed the whole introducer sheath.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regs1466 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that orange sheath handle broke while insitu. Additional information received 01/20/2023: it was stated when the orange part broke the inserter removed the whole introducer sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that orange sheath handle broke while insitu. Additional information received 01/20/2023: the introducer sheath orange handle that splits off. When the orange part broke the inserter removed the whole introducer sheath.